Manufacturer narrative:
(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
Related to (B)(4). The hospital reported that during a procedure the vasoview hemopro 2 wire delaminated from jaws. There was no detachment observed. Case completed with a new kit. There was a slight delay to get new device. No patient harm. Photo provided by the account. Heater wire was observed to be flexed away from the jaw with detachment at the tip of the hot jaw.

Event description:
N/a

Manufacturer narrative:
Trackwise (B)(4) the device was returned to the factory for evaluation on 07/03/2025. A photograph was provided by the account. A photographic evaluation was conducted. Signs of clinical use and evidence of blood was observed. Two devices were observed in the photograph. The 2nd device was reported in onetrack (B)(4). There were no visual defects observed on the clear intact silicone insulation on both the cold and hot jaws. The heater wire was observed to be flexed away from the hot jaw from the base of the hot jaw with detachment at the tip of the hot jaw. No other visual defects were observed. An investigation was conducted on 7/10/2025. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed. There were no visual defects observed on the clear intact silicone insulation on both the cold and hot jaws. The heater wire was observed to be flexed away from the hot jaw from the base of the hot jaw, with detachment at the tip of the hot jaw. The shaft of the device was observed to be peeled away, exposing the metal inside of the shaft. The tip of the harvesting device was observed to be bent. No other visual defects were observed. Based on the returned condition of the device as well as the evaluation results, the reported failure "material twisted/ bent wire" was confirmed as well as the analyzed failures "peeled; delaminated; shaft" and "material twisted/ bent shaft" were observed. The lot # 3000482330 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.